Event description:
Healthcare professional reported through the french national agency for medicines and health products safety (ansm) (regulatory agency) "rupture", intracapsular silicone diffusion". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.